Event description:
It was reported that the patient experienced a pocket infection, erosion, purulent discharge, discomfort, pain, redness and swelling. The implantable pulse generator (ipg) system was removed and the patient received antibiotics. It was reported that the patient developed sepsis and passed away.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further noted that the patient presented to the hospital with implantable pulse generator (ipg) site infection/erosion. It was noted that the patient underwent capsulectomy, ipg system explant, waterpik debridement of wound and a temporary right ventricular (rv) lead was added. It was noted that the pacemaker site tissue cultures were positive for pseudomonas aeruginosa.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.